Manufacturer narrative:
(B)(4). The device was manufactured april 28, 2014 - april 29, 2014. Evaluation summary: the device was returned for evaluation. According to the label on the device, the device had been filled with vancomycin. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by filling the device with water. After filling, no evidence of flow was observed at the distal luer. Forced priming was attempted, but flow was still not observed. Microscopic inspection of the flow restrictor revealed drug crystallization at the distal end of the glass capillary. The reported condition was verified. The cause was determined to be a blockage of the fluid path by the crystallized drug. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Lot 14d055 was manufactured april 28, 2014-april 29, 2014. Evaluation summary: the device was recieved for evaluation. Visual inspection (via the naked eye) showed no signs of blockage inside the tubing or the bladder that could have caused the reported no flow problem. A functional test was subsequently performed and no flow was observed. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to crystallized drug blocking the fluid path at the distal end of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.